Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a video assisted thoracic surgical procedure, even though the load was correctly assembled, it dislodged while using the device. The procedure was delayed by five minutes, a new device and cartridge was used, and surgery was successfully completed. There was no patient consequence.